Event description:
It was reported that during a percutaneous coronary intervention procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending (lad) artery. Following the ablation with rotablator, the physician attempted to deploy the 4.00x12mm liberte monorail coronary stent delivery system (sds) in the lesion. However, the sds was not able to cross the lesion. The physician then attempted to remove the sds from the patient's body, but the stent caught on the tip of the sheath and dislodged in the patient. The procedure was successfully completed with no patient complications reported. The patient's current condition listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.